Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device shaft was out of alignment, the tip of extension sleeve compressed, interlocking pieces were damaged. Improper handling a possible factor, the device dropped. The device was repaired and returned to customer on 8/23/2012. The complaint is indeterminate.

Event description:
Customer reported the device attachment overheats. This is report 1 of 1 for #com-(B)(4).